Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report. The outer black coating on the distal tip of the wire guide is damaged. A small section of the outer layer has detached from the wire guide. The small section is less than 1mm in length. The second layer of the wire guide (which is orange in color) is visible under magnification at the damaged area. The wire guide coating damage only penetrated the first level of the outer coating. Because the damage to the outer coating is shallow, the inner core wire is not exposed and the damage is not detectable with the naked eye. The returned device was reviewed by the appropriate internal personnel. A discrepancy in the manufacturing process related to the application of the wire guide coating was not detected. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account ordering and shipping history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Base on this review, the likelihood of this type of report is rare. Conclusion: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the intended use listed in the instructions for use indicates this device is used to assist in cannulation of the biliary and pancreatic ducts and to aid in bridging difficult structures during endoscopic retrograde cholangiopancreatography (ercp). If the wire guide received excessive pressure in response to resistance due to a severe structure, this could have contributed to wire guide coating detachment. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriated flushing techniques for use of this coated wire guide. These techniques described include flushing the wire guide holder with 30cc of sterile water prior to removing the wire guide from the holder, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating detachment. If the endoscope or accessory device used with this device contains a sharp area or burr, this could contribute to wire guide coating detachment. Prior to distribution, all tracer metro wire guide are subjected to a visual inspection to ensure device integrity. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warrant at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde pancreatic drainage procedure, the physician used a cook endoscopy tracer metro wire guide. The pancreatic duct was cannulated with an olympus ercp catheter and the cook endoscopy tracer metro wire guide. The wire guide was left in place to deploy a hanako pancreatic stent, but the stent could not be deployed due to the severe stenosis at the pancreatic head. When removing the wire guide, the physician noted a small portion of the wire guide coating tip (<1mm in length) separated from the wire guide and adhered to the papillary area. Resistance during wire guide removal was not encountered. The small section of the wire guide coating was left to pass naturally through the gastrointestinal tract. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.